Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an error message (unspecified). It was noted that the device was in use when the issue occurred. No patient or user harm was reported. During the evaluation of the device, the service engineer (se) was able to clarify what issue the device was displaying. The se reported that the v60 ventilator was displaying error code 1115 (check vent: aux alarm supply failed). The se reported that the v60 ventilator was displaying error code 1115 (check vent: aux alarm supply failed), and that the power management (pm) board would need to be replaced. The se then reported that the pm board was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.